Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data (pd) error message upon interrogation and beep tones were heard. Additionally, oversensing of non-physiologic noise occurred which led to two inappropriate shocks. Technical services (ts) reviewed noting possible reasons for this such as twiddlers syndrome with the electrode, or a pocket fracture. Also, this patient had lost a significant amount of weight. A request was made to have device data analyzed. Device analysis showed the pd error was due to benign corruption to both images of the programmer reserved ram. Performing and interrogation with a programmer is required to silence the beep tones and to reprogram this s-ICD. Ultimately, the physician is utilizing a lifevest for this patient until surgery can be scheduled. It was mentioned that this patient may receive a transvenous device system. Additional information is being requested from the field. This s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a patient data (pd) error message upon interrogation and beep tones were heard. Additionally, oversensing of non-physiologic noise occurred which led to two inappropriate shocks. Technical services (ts) reviewed noting possible reasons for this such as twiddlers syndrome with the electrode, or a pocket fracture. Also, this patient had lost a significant amount of weight. A request was made to have device data analyzed. Device analysis showed the pd error was due to benign corruption to both images of the programmer reserved ram. Performing and interrogation with a programmer is required to silence the beep tones and to reprogram this s-ICD. Ultimately, the physician is utilizing a lifevest for this patient until surgery can be scheduled. It was mentioned that this patient may receive a transvenous device system. Additional information is being requested from the field. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information obtained, the sicd was explanted and the electrode was surgically abandoned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.